Event description:
Customer reported experiencing intermittent occlusion alarms, which have progressively worsened despite site changes and new supplies. Despite extensive troubleshooting efforts, the occlusion alarm persisted, resulting in tandem technical support sending a replacement pump.